Event description:
It was reported that a 3.5mm diamterer x 26mm length resolute integrity rx drug eluting stent was implanted 44 days post expiration date. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation codes: results: shelf life exceeded; failure to follow instructions (device used beyond ubd); no results available since no evaluation performed. Conclusion: no device failure; failure to follow instructions (device used beyond ubd). (B)(4).